Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported a ventilator's screen was blank and that the lcd screen was replaced to address the issue. This was incorrect. The lcd screen was not replaced and the device was scrapped at the request of the customer.